Manufacturer narrative:
A review of the device labeling notes the following: the current overstitch¿ endoscopic suturing system (ess) instructions for use (IFU) addressed the known and potential event of "nausea; pain (abdominal); vessel damage / bleeding; delayed gastric emptying; fever" as follows: warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Users should be familiar with surgical procedures and techniques involving absorbable sutures before employing synthetic absorbable sutures for wound closure, as the risk of wound dehiscence may vary with the site of application and the suture material used. Ensure that there is sufficient space for the needle to open. Warning: do not introduce the device with the needle body in its open position. Adverse event: possible complications that may result from using the endoscopic suturing system include, but may not be limited to: nausea and / or vomiting , abdominal pain and / or bloating ,hemorrhage , hematoma ,conversion to laparoscopic or open procedure , stricture , infection / sepsis ,pharyngeal, colonic and/or esophageal perforation ,esophageal, colonic and/or pharyngeal laceration , intra-abdominal (hollow or solid) visceral injury , aspiration ,wound dehiscence ,and acute inflammatory tissue reaction additional information: the device has not been returned for analysis and attempts to gather more information from the reporter is not visible as this is a literature review, and the author does not have the information for the device. The investigator determined a device history record (DHR) review is not possible.

Event description:
Review of a literature review, the following were mention in the report -bleeding, delayed gastric emptying and myocardial infraction.

Manufacturer narrative:
Supplement #1 medwatch submitted to the FDA on 08/apr/2022. Additional information: g6, h2, h10 the device has not been returned for analysis and attempts to gather more information from the reporter is not visible as this is a literature review, and the author does not have the information for the device. The investigator determined a device history record (DHR) review is not possible. Device evaluation summary: assessment of the device involved in this complaint was not possible, and it has not been possible to determine the root cause for this event.